Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device met longevity expectations.

Event description:
Additional information was received indicating that this device was explanted due to normal battery depletion.

Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) displayed noise on shock channel and high shock lead impedance measurement from 35 ohms at implant to 87 ohms. Boston scientific technical services (ts) discussed that noise on shock channel was normal during isometrics and impedance measurement was within normal range. Ts further explained the possible causes of the issue. The physician planned to continue monitoring the patient. Two years later, additional information was provided indicating this device exhibited high, out of range shock impedance (>200 ohms). There were programming changes made. There was no surgical interventions performed. The device remains in service. No adverse patient effects were reported.